Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed and the alarm cannot be cleared. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer changed the battery but the issue persists. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a full segment display followed by a constant watchdog alarm due to faulty component on the interface board. Unable to confirm a13 alarm and low reservoir alarm due to constant watchdog alarm also, unable to perform any testing due to a constant watchdog alarm. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.